Event description:
The customer opened a new carton of contour test strips and found the cap open on the bottle of strips. The customer performed control tests while troubleshooting and received results of 318 and 319 mg/dl. The normal control range was 109-150 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.